Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a vent inop 1007 machine and proximal pressure sensors failed message. It was reported there was no patient involvement, at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that it was turned in to the biomed shop with note, power issues. He couldn't get it to power on, reseated the power management (pm) board, and started getting 1007. The customer then started by reseated data accquistion (da) board, motor controller (mc) board, and not in service mode, blower motor, da, and flow sensors aren't showing in vent information screen. Informed customer to inspect mc to da. After further troubleshooting, the customer states they found mc board wasn't seated properly. Customer reseated the mc board, which resolved error code 1007. The rse had the customer check event log; no error codes showing. The customer attempted again and unit powered on for a 3 breaths and went into an alarm states. Advised customer to try different pm board to verify pm board is the issue. Possible swap user interface (ui) assembly to rule out ui printed circuit board assembly (pcba).

Manufacturer narrative:
H10: further troubleshooting was performed by bench repair. Cannot confirm error 1007 vent-inop: machine and proximal pressure sensors failed message. Unit has a blower control printed circuit board assembly (pcba) and data aquisition (da) pcba with 20,980 hours even though unit total power-on hours on unit is 17,235 hours. Error 1007 may have been fixed with those boards. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
Bench repair evaluated the device and the reported issue error 1007 was not duplicated, no abnormality was confirmed. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.